Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01081. It was reported that the patient leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2020, wherein the physician advised he was unable to replace the octrode leads with the paddle lead and decided to explant the entire system. Patient is stable.